Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): excessive force. The customer reported the device was discarded. The lot number was reported. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during an un-specified coronary procedure, the 2.25 x 12 mm xience prime stent delivery system (sds) was advanced, but resistance was noted with the guide wire, and the device would not advance. Force was used to remove the sds from the guide wire, and the sds shaft separated. The sds did not enter the patient, and the separation occurred outside the patient anatomy. A new sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.